Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower pyxis freezed frequently. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station frequently froze. The technical support specialist (tss) reviewed station for performance issues, including login slowness, patient profile loading delays, and medication search lag. System checks confirmed that the station was functioning within expected parameters after applying corrective actions. The customer acknowledged the findings and agreed the station was in good condition. The system functioned as intended after the technical support specialist troubleshot the device.